Event description:
It was reported to philips that collimator failed. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned by restarting the system. Upon onsite visit, the field service engineer (fse) confirmed there was intermittent issue with the collimator. Additionally, review of system log files shows collimator errors related to unavailability of collimator driver linear x shutter area . To resolve this issue, fse replaced the collimator and returned to philips for further analysis. The analysis confirmed the malfunction of collimator and identified encode error x shutter in logging, not reproduceable¿. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.